Event description:
It was reported clinical research medication was programmed to infuse over thirty (30) minutes after previous medications end of infusion. Channel malfunctioned and read an "error message", causing a three (3) minute delay to restart IV pump and set up medication to run again. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of a channel error with the suspect pump module was confirmed during log review and testing. A basic test infusion was programmed, the infusion completed successfully after 48 (forty-eight) hours without any issues, successfully passing the functionality test. Light pressure was applied to the bottle and patient side pressure sensors pads. The voltage of the patient side sensor increased and then returned to its offset value once the pressure was released. The voltage of the bottle side sensor remained close to 5v, even without applying pressure on the sensors. The bottle side pressor sensor failure was intermittent and is the reason for passing the infusion testing. The bottle and patient side pressure sensors were temporarily replaced on the pump module for testing purposes only. Asm preventative maintenance (pm) testing was performed on the suspect pump module with the installed new pressure sensors. The asm pm task completed successfully without any observed errors or malfunctions. The bd alaristm system with guardrailstm suite mx user manual (v9.33) notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. This issue was escalated for further investigation via dir# (B)(4). The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Replace the bottle and patient side pressure sensors. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported issue of a channel error with the suspect pump module was found to be a channel error code 240.4150.0 (sensor broken high failure). The cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle side pressure sensor. Note that imdrf annex a1801, c0601, d15 and g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported clinical research medication was programmed to infuse over thirty (30) minutes after previous medications end of infusion. Channel malfunctioned and read an "error message", causing a three (3) minute delay to restart IV pump and set up medication to run again. There was patient involvement but no harm.